Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed. The pod was not worn.

Manufacturer narrative:
The device was received in the not deployed state. The device was in pod state 1, indicating it had gone through manufacturing test, but was never filled. Since the device was never filled, first and second primes were not completed, and no pulses were delivered, so the device did not deploy. The device was inspected and no defects were found that would contribute to a failure to deploy.